Event description:
According to the information there was a malfunction.

Manufacturer narrative:
Qa was unable to obtain additional information concerning this event as no contact information for the physician was provided. Qa was also notified that the explanting hospital would not release the device for evaluation. Without the benefit of examination and testing, qa is precluded from commenting on the condition of the device or the cause for this occurrence. Should the device be received, qa will file an addendum to this report if required.